Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 99 or 100 mg/dl. Customer stated that she has a pump and her battery went low and now the pump will not go back in. Troubleshooting steps were guided for blank display screen. Customer stated that, the display was not blank less than 30 seconds. Customer stated that, the display is blank currently. Display did not return after pump restart. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)lbs.